Manufacturer narrative:
During an internal review on 02-oct-2024, noted a correction to the 3500a follow-up #1 under the d4. Primary UDI number as it should have been processed as (B)(4).. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. The video investigation was completed on 02-jul-2024. A video was received for evaluation following biosense webster's procedures. According to video provided by the customer, a leakage from the valve can be observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large did not work properly causing bleed back. Additional information was received. The valve on the sheath just had a small leak and the physician made a complaint that this happens when he uses the optrell catheter. I will include a video of the leaky valve. The physician stated the optrell catheter was tight going through the valve and after an exchange it starts to leak. This was after one exchange with a smarttouch sf catheter. The hemostatic valve did not dislodge inside of the hub nor outside of the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The approximate volume of blood that was lost was less than 5cc. Transseptal through the sheath with the baylis versacross rf wire 0.035¿, 180cm, pigtail diameter :24mm. Ref (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large did not work properly causing bleed back. The bwi product analysis lab received the device for evaluation on 15-jul-2024. The device evaluation was completed on 22-jul-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive manipulation was applied. A device history record was performed for the finished device batch number, and no internal actions were identified. The leak issue reported by the customer was confirmed. The damage observed on valve could cause the leak issue reported by the customer. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. On 26-jul-2024, noted a correction to the 3500a initial as the g1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected g1. Manufacturing site name. In addition, corrected g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).